Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing power switching events for multiple days prior to the device being exchanged. Beeps were heard when both power sources were connected. The patient does not know what batteries were involved in the incident. The controller was exchanged and the patient has not complained of further issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: one (1) controller ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis revealed that the returned controller passed visual inspection and functional testing. Log file analysis revealed that the controller contained a software feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Examination of the controller log files revealed several premature power switching events that were due to momentary disconnections involving several batteries; momentary disconnections will result in an audible tone or "beep". As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. There is an internal investigation for momentary disconnections. If information is provided in the future, a supplemental report will be issued.